Event description:
Patient had trach change with a brand-new trach. Patient placed on vent; cuff inflated. Vent alarmed for low minute volume, cuff checked, only 1ml in cuff. Instilled another 2ml for volume of 3ml. A short time later, vent again alarmed for low min volume. Cuff checked, no longer had 3ml in cuff.

Event description:
Patient had trach change with a brand-new trach. Patient placed on vent; cuff inflated. Vent alarmed for low minute volume, cuff checked, only 1ml in cuff. Instilled another 2ml for volume of 3ml. A short time later, vent again alarmed for low min volume. Cuff checked, no longer had 3ml in cuff.